Event description:
The pt experienced overdose symptoms: syncope, hypotension, and bradycardia. The pt was hospitalized because of the symptoms. There were no alarms noted. The pump programming was noted to be "complex flex." The pump contained: dilaudid, clonidine, marcaine and compounded baclofen. It was later reported the pt was in the ICU (intensive care unit). While the pt was in the ICU, the pump dose was decreased 26% on (B)(6) 2011. On (B)(6) 2011, the does was decreased 50%. The pt's blood pressure normalized. It was noted there were "some other conditions" that contributed to the pt's poor condition. As of (B)(6) 2011, no devices were planned to be explanted.

Manufacturer narrative:
(B)(4).